Event description:
A midwife in (B)(6) was helping a patient, who had poor eye sight, remove a used lancet from the microlet 2 lancing device and accidentally stuck herself. Proper hospital protocol was taken after the event. Lancet information was not provided. Product is not expected to be returned for evaluation.

Manufacturer narrative:
The device was not reprocessed and reused on a patient.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Model# was not provided. And lancing devices are not serialized or assigned lot numbers , so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.